Event description:
A center director reported a patient with stage one diffuse lamellar keratitis two days post lasik treatment; the topical steroid drops were increased. At twelve days post treatment the diffuse lamellar keratitis had resolved but the patient reported dry eyes and punctal plugs were inserted. By two months post treatment the patients vision was improving and there was no superficial punctate keratitis. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).